Manufacturer narrative:
Awaiting product return to conduct quality investigation.

Event description:
Consumer called to report high results on his bd logic meter. Analysis run on clark error grid using competitive readings (89) as ref point vs. Bd readings (314) yielded data points in the c range of the grid, outside of acceptable limits.